Manufacturer narrative:
No product will be returned per customer. The customer¿s report of a balloon in the pump segment was confirmed per picture received by the customer. It was observed per picture received that the silicone segment tubing had a ballooned bulge near the lower portion of the lower fitment. The root cause of this failure could not be determined.

Event description:
The customer reported a balloon in the pump segment during patient use. The customer then tried 2 or 3 more sets with the same lot number and achieved the same results with the balloon in the pump segment. The customer further states that when they used a different lot number, the balloon in the pump segment did not occur. There was no report of patient harm.